Event description:
It was reported that a user of the ilet system experienced elevated glucose after a meal when the announced meal size was incorrect, and the user later stated there was not enough insulin for the food consumed; glucose returned to range after user corrections. Symptoms included hyperglycemia. Outcomes included transient high glucose without hospitalization. Investigation included review of the meal announcement behavior and glucose trend data in context of reported high glucose. Investigation of this case revealed that the event was consistent with underestimation of meal size leading to insufficient insulin delivery, with device function not implicated. It was concluded, based on previously established findings for similar reports, that the cause was user-related meal announcement error.